Manufacturer narrative:
(B)(4).

Event description:
On 2015-12-12, additional information receive from the healthcare provider (hcp) reported that the patient had experienced nausea and itching since the hardware removal (previously reported to have occurred on (B)(6) 2015). The patient's nausea was treated with zofran. On (B)(6) 2015, the patient had a surgical intervention to repair the cerebrospinal fluid (csf) leak and revise the intrathecal catheter. On (B)(6) 2015, examination revealed decreased serous drainage from the wound; the wound looked good. On (B)(6) 2015, the patient was discharged from the hospital and the events had resolved without sequela.

Manufacturer narrative:
Concomitant product: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2011, product type: pump. (B)(4).

Event description:
On (B)(6) 2015, information was received from an healthcare provider (hcp) regarding a patient who was receiving hydromorphone (5 mg/ml) at 1.4308 mg/day and bupivacaine (5 mg/ml) at 1.4308 mg/day) via an implantable pump (following the last change indicated in pump log examination on (B)(6) 2015 during the last refill); patient assisted (pa) doses were enabled. Indications for use included spinal pain. Medical history and concomitant medications were not reported. On (B)(6) 2015, the patient underwent an unspecified hardware removal surgery. Subsequently, the patient developed swelling around new incision site. On (B)(6) 2015, 80 cc of fluid was drained by spine surgeon's office. Shortly after, the patient noted that swelling had recurred. On (B)(6) 2015, diagnostic examination revealed that a soft ballotable swelling was again noted, and the patient had stinging at the lower half of the incision; no erythema or drainage was noted, and the incision remained closed. A catheter access port (cap) contrast study that day revealed that the catheter had been cut and there was a cerebrospinal fluid (csf) leak. The hcp indicated that the relationship of the event to the device or therapy was related, but it was not related to the implant procedure. According to the company representative, during the surgery on (B)(6) 2015 to remove the unspecified hardware, the pump catheter (also reported as the lumbar/pump portion) was inadvertently cut and resulted in the csf leak. On (B)(6) 2015, the patient was being admitted to the hospital for repair of the catheter and leak. As of (B)(6) 2015, the event was ongoing and had resulted in prolonged hospitalization, as well as medical or surgical intervention to prevent a life-threatening illness, serious injury, or to prevent permanent impairment to a body structure or function.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. The event was resolved with sequelae on (B)(6) 2015. The sequelae included nausea and itching.